Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter and a force issue occurred. Contact force error displayed. The force was not accurate. The cable was first replaced with no resolution. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. Upon request additional information was received on the event. The force issue occurred during mapping. The force was displaying 80g and the catheter was not touching anything. The smart touch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. This event was assessed as not reportable as this issue is highly detectable and poses low risk to the patient. The device was received for analysis and during visual inspection it was discovered that the sensor sleeve (pebax) has two open cuts allowing reddish brown material inside it. Ring #2 distal side pebax has a cut that is not open. The finding that the catheter has open cuts is indicative of a reportable event as the integrity of the catheter is compromised. Upon request additional information was received on the returned catheter condition. There was no difficulty withdrawing the catheter from the patient through the agilis 8.5f sheath. This condition was not noticed prior to use, upon withdrawal or prior to sending the catheter back. The awareness date for this record is may 28, 2015 because that is when the reportable finding was discovered.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch bidirectional catheter and a force issue occurred. The returned device was visually inspected upon receipt reddish material and a hole was found at the pebax which is why this complaint was reported to the FDA. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface exhibited evidence of abrasion and scratches at the surrounding areas of the pinhole. This type of pebax damage was further investigated under an internal corrective action. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was test on the carto and failed. However, this failure may be caused by the pebax integrity issue since the force sensor was exposed to liquid material. According to design failure mode and effect analysis (dfmea) the liquid can cause erratic readings. The device history record (DHR) was reviewed and no anomalies were found related to the complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.